Event description:
The customer reported that the sys displayed an x-ray disabled error message. This error message will result in a loss of x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys software was reloaded. The system was then found to be operating as intended.